Event description:
The (B)(6) study indicates that post pre-dilatation with an aviator balloon; neurological deficits appeared in the form of right hemiparesis and aphasia that were diagnosed as an ischemic stroke. The angioguard was in place when the adverse event occurred which was after pre-dilation. The stents had not been deployed yet. The patient was unable to follow commands and was aphasic. The patient had residuals of right hemiplegia and dysarthria. Patient received aspiration of a mca thrombus along with a distal infusion of tpa. One hour later mra showed the mca to be patent. Patient did not have a cea the patient has not yet been discharged. Baseline nih stroke scale score was 0 and the patient was asymptomatic at the time of the intervention. Pta was performed on an 80% occluded lesion at the bifurcation of the left common carotid artery of 30mm in length in a 6.0mm vessel diameter. The lesion was eccentric, ulcerated, moderately calcified, arch I type and with mild vessel tortuosity. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then two overlapping 8x30mm precise pro rx stents were successfully deployed at the target lesion without any malfunctions. The residual diameter stenosis measured 20%. The angioguard was successfully removed and debris was found in the basket. The patient had no known allergies to nitinol, nickel or titanium. The patient also had no neurological symptoms prior to the procedure. A 6 f size sheath introducer was used in the procedure. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration and the user aspirated prior to contrast injections. There was no thrombus noted pre-deployment but thrombus was noted post deployment.

Manufacturer narrative:
Additional information was received from the (B)(4) study that this patient was discharged on (B)(6) 2011. (B)(6) stroke scale score was 15 and the stroke score was 4. Bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. No additional information is available at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00105 and 9616099-2011-00788.

Manufacturer narrative:
Angioguard, catalog number 01814rmc and 2 8x30mm precise pro rx stents the (B)(4) study indicates that post pre-dilatation of an 80% occluded lesion at the bifurcation of the left common carotid artery with an aviator balloon; neurological deficits appeared in the form of right hemiparesis and aphasia that were diagnosed as an ischemic stroke. Aspiration of a mca thrombus was performed along with a distal infusion of tpa. One hour later mra showed the mca to be patent. The angioguard was in place when the adverse event occurred. The stents had not been deployed yet. The patient was unable to follow commands and was aphasic. The patient had residuals of right hemiplegia and dysarthria. The patients medical history includes hyperlipidemia, CABG, open heart surgery within 6 weeks prior to the procedure, history of smoking, coronary artery disease and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent or balloon expansion or pre or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00105 and 9616099-2011-00788.